Event description:
It was reported the patient's blood glucose levels (bg) rose to over 250 mg/dl, while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient changed out the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone17.1 cloud - cgm sensor type *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.